Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is no documentation to show a temporal or causal relationship between the patient event of peritonitis and pd therapy with the liberty select cycler and cycler set. The patient reportedly went to the ER for pd catheter repositioning which resulted in the cap for the catheter not being placed back onto the catheter. The patient left the ER and returned home with just a zip lock bag on the catheter. This put the pd catheter at risk for increased contamination. The patient was then diagnosed with peritonitis. There is no allegation of a device malfunction or a leak with the cycler set reported for this event. Additionally, the patient¿s pdrn reported the event was not caused by any fresenius product(s). Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis after being released from the hospital. Upon follow-up with the peritoneal dialysis registered nurse (pdrn) it was reported the patient presented to the emergency room (ER) for pd catheter (not a fresenius product) repositioning and when he returned home the cap was not present on the end of the pd catheter. The ER had placed a zip lock bag in place of the cap. The patient was diagnosed with peritonitis (unconfirmed date). It is unknown if the patient reported any signs or symptoms. A pd effluent culture (draw date unknown) was negative for growth; however, the patient was treated with antibiotic therapy of vancomycin and fortaz (route, dose, frequency and duration unknown). The patient transitioned to continuous ambulatory peritoneal dialysis (capd) and continues to complete pd therapy. The reason for transition to capd was not provided; however, the pdrn reported that the peritonitis event was not related to the liberty select cycler or cycler set or any fresenius product(s).